Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). 255: pkg-19-317 00 en2.ms2.254255.20190501(t)_254, 255 regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in japan. Damaged haptic after implantation. The tip of the trailing haptic was already broken when it was released after the iol insertion. This was confirmed to sales. Problem code: a0414 - material split, cut or torn.

Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes corrected and additional information not available/included in the initial report. Corrected information: h3 - corrected to yes additional information: g6 - type of report - noted as follow-up #1 h2 - type of follow-up - noted for additional information h6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check result was consistent to reported information. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6) ; model: 255) the dye test result showed the injector tip was properly coated. We could release the re-installed iol from the returned injector without any problems. From our investigation, we confirmed the reported event. The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. CAPA-22-0009 has been initiated for damaged haptics complaints.

Event description:
Event occurred in japan. Damaged haptic after implantation. The tip of the trailing haptic was already broken when it was released after the iol insertion. This was confirmed to sales. Problem code: a0414 - material split, cut or torn.